Manufacturer narrative:
D4: expiration date: updated. D10: product available to stryker: updated. H3: device evaluated by mfg: updated. H3: summary attached: updated. H4: manufacturing date: updated. The device history record confirms that the device met all material, assembly and performance specifications. Visual inspection was performed on the returned sample and it was observed t was noted that the catheter was cut, as described in the event details. The catheter was kinked bent and the tip was kinked. The catheter was placed under the microscope and there was catheter was damaged due to the cut that was reported. The reported catheter polytetrafluoroethylene (ptfe) lining peeling could not be confirmed. Functional testing revealed that the friction was caused by part of catheter that was cut. The reported friction is covered in the device directions for use (dfu). The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. It is probable that the device was damaged during the clinical procedure due to some procedural/anatomical factors encountered causing the as reported event, therefore assignable cause of procedural factors will be assigned to reported friction. Since the ptfe lining peeling could not be confirmed, the manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the subject device.

Event description:
It was reported that during the procedure friction was felt when advancing the coil through the subject microcatheter. Then the physician cut off the friction part of microcatheter and figured out that ptfe (polytetrafluoroethylene) film was tilted and blocked the lumen of the microcatheter. No clinical consequences reported to the patient.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during the procedure friction was felt when advancing the coil through the subject microcatheter. Then the physician cut off the friction part of microcatheter and figured out that ptfe (polytetrafluoroethylene) film was tilted and blocked the lumen of the microcatheter. No clinical consequences reported to the patient.